Event description:
On (B)(6) 2014, the reporter contacted animas alleging recently experiencing several low blood glucose levels around 3.0 mmol/l with mild confusion. The reporter indicated calculating doses and not using the pump to determine boluses. The reporter also indicated changing the basal rates without consulting a health care provider. This report is made based on the allegation that the patient was adjusting the pump rates without consulting a health care provider which may have contributed to the patient¿s low blood glucose levels.

Manufacturer narrative:
Follow-up #1: date of submission 07/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/03/2014 with the following findings:a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.